Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the complaint, the device passed functional testing with no anomalies found. It was noted that both bail covers were cracked. (B)(4).

Event description:
It was reported that the external pulse generator (epg) does not provide the correct values. The epg was returned to the manufacturer for repair and maintenance. No patient complications have been reported as a result of this event.